Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient last charged the ipg approximately a 2 months ago. In turn, the ipg would no longer communicate with neither the programmers nor the chargers. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored postop.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.